Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that on the second day after hemostasis using the angio-seal device involved, a hematoma formed due to bleeding from the puncture site. A computerized tomography (CT) scan the day after hemostasis showed that the vessel wall was sandwiched between the anchor and collagen. However, the CT scan at the time of hemorrhage showed only the collagen. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc's. Health damage to the patient was not serious. The patient had recovered. The procedure before deploying the device was cerebral thrombectomy. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 9 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 9 mm. Bleeding occurred out of the procedure room. A hematoma was present. A CT was performed to diagnose the bleed. An ultrasound was performed to diagnose the bleed. The event occurred post-treatment. No equipment or other devices were used with the above product. Additional information was received on 16 dec 2022: the angio-seal 8 french device was used to hemostasis after the procedure using a 9 french procedural sheath. It was off-label use. Twelve (12) hours after the procedure, the patient used a portable toilet.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the date in section b6, update section h3, and to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for use against instructions for use (IFU) indications. The likely cause was determined to have been device use with a procedural sheath larger than indicated in the IFU. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).